Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: patients on cadd pump for home infusion. Caresite is attached to bard minlock port access infusion set. Leak was noted at this connection. Customer stressed leak is at the female male connection of caresite and bard port needle. No injury reported.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). One (1) used caresite was returned in connection with this complaint. Visual examination of the valve noted multiple vertical cracks on the female threads. No other visual defects were noted. The valve was pressure tested per specification with failing results. The reported defect of leakage was confirmed. Although the reported defect was confimred, the exact root cause could not be determined at this time. However, incidents of cracked/leaking valves can be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. While we are unable to confirm the exact root cause of the reported defct, we will maintain this report for future reference, and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.